Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final screwdriver twisted while removing a previously-implanted blocker during a procedure to address adjacent level disease progression. The procedure was completed with an alternative driver without reported patient impacts.

Manufacturer narrative:
UDI number: (B)(4). The returned driver was evaluated. The tip was found to have twisted until fracture in a manner with removing a blocker. The mating torque handle was not returned for evaluation, so the cause is unable to be determined. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.